Event description:
User facility medwatch received that states an interrogation was performed about 6 months ago and showed atrial lead noise. 3 months ago atrial lead noise was reproducible with isometrics and there was discussion of possible lead replacement. The right atrial lead was then replaced. The patient stated that they had fallen and this may have influenced the outcome of the event.

Manufacturer narrative:
H10: uf/ importer report number (B)(4). Date of this report and report sent to manufacturer are an estimate.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise and loss of av synchrony. The lead was explanted and replaced. The patient was in stable condition.